Event description:
It was reported that patient experienced redness, pus, itchiness and infection at the lead and ipg sites. Patient was treated with antibiotics, and the infection has resolved.

Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Manufacturer narrative:
An infection at the lead and ipg site(s) was reported to abbott. The patient was treated with oral antibiotics, and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.